Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The patient was reactive for syphilis with another method. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) alinity result = 0.115 s/co repeat = 0.119 s/co. Other hospital alinity result for troubleshooting purposes only = 0.13 negative. Maccura result = 0.094 negative. Colloidal gold = negative. Trust = negative. Tppa= positive (1:320) no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return testing and in house testing. Return sample analysis: the returned specimen sample was tested with the following results: sample ID (B)(6). Alinity I syphilis tp: 0.15 s/co (non-reactive), recomline treponema igg: negative (no reaction), recomline treponema igm: borderline (tp47: strong intensity), the return sample was tested using a file kit of alinity I syphilis tp reagent lot 55062be01, as complaint lot 57416be01 was not available for testing. Discrepant results for lot 55062be01 were generated, therefore this lot was investigated too. The ticket search by lot found higher complaint activity than expected for this product, however trending review did not identify any related trends regarding commonalities for complaint lot numbers and customer reported issue. Device history record review on lot 57416be01 and 55062be01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house sensitivity testing was completed with lot numbers 57416be01 and 55062be01. All controls met specifications and no false non-reactive results were obtained, showing that the lots generate the expected results. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp assay for lots 57416be01 and 55062be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The patient was reactive for syphilis with another method. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) alinity result = 0.115 s/co repeat = 0.119 s/co other hospital alinity result for troubleshooting purposes only = 0.13 negative maccura result = 0.094 negative colloidal gold = negative trust = negative tppa= positive (1:320) no impact to donor management was reported.